Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, patient underwent following procedure, decompressive lumbar laminectomy complete l5 and s1, with bilateral l5 and s1 foraminotomies, decompression of bilateral l5 and s1 nerve roots. Pedicel screw fixation l5-s1. Peek interbody fusion transforaminal with cages, morsellized bone morphogenic protein (bmp) and autograft. Posterior lateral fusion l5-s1 with morsellized autograft and bone morphogenic protein pre-op and post-op diagnosis: degenerative joint disease l5-s1 with stenosis and radiculopathy bilateral lower extremities. Instability l5-s1. As per op-notes: "..the 25 x 9mm cage was packed with bmp and morsellized autograft. The cage was put into position under c-arm guidance.. The patient was taken to recovery room in stable condition.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.